Manufacturer narrative:
When troubleshooting the issue, it was discovered that the wash cup, r1 & r2 reagent probes was misaligned. The wash cup, r1 & r2 reagent probes was calibrated/aligned resolving the issue. The wash cup, r1 & r2 reagent probes was deemed the cause and calibrating/aligning the part the issue resolution. The module function was verified with a control/precision run. A review of the alinity c, serial # (B)(6) service history, revealed no additional issues of false elevated crenz reported on the (B)(6) after the current issue identified. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity c enz creatinine results generated on the alinity c processing module for two patients. The following data was provided: sample 1 (female): sid (B)(6). Initial result 2.21 mg/dl. (Reference range 0.55-1.02), repeated 0.76 mg/dl. Physician questioned the result, and a new sample was sent. Result from new sample was 0.71 mg/dl. Sample 2 (female): sid (B)(6). Initial result 2.08 mg/dl (reference range 0.55-1.02), repeated 0.68 mg/dl. Physician questioned the result, and a new sample was sent. Result from new sample was 0.70 mg/dl. No impact to patient management was reported.